Event description:
The customer reported that a precharge voltage error displayed on the c-arm after boot up. The system is hard down. A reboot did not clear the error.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the power cap module, batteries and battery charger. He readjusted the battery charger output to equal 225 volts for normal charge. The system boots up with no error messages. The system operates as intended.